Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported when using the bd vacutainer¿ k2 edta (k2e) 5.4mg blood collection tubes there was no label or missing label information. This event occurred two times. The following information was provided by the initial reporter: translated to english. The customer stated: "in shipper pack of edta non labeled tube received."